Event description:
Laparoscopic cholecystectomy - "this was the second clip applier used during the procedure. Scissoring of some of the clips occurred just like the previous clip applier. The clips did remain secure at the structure, but again clips fell out of the jaw after firing. Clips were removed from abdomen." Pt status: "ok."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.